Event description:
It was reported that the surgeon was using the mallet with an awl to prepare the screw hole. The surgeon noticed that the implant cracked and it was removed and replaced with another implant. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.